Event description:
It was reported that the drain bag was getting air locked and urine would not flow. The staff used manipulation and flushing and 400cc was drained. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley tray ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter became air locked and resulting in no urine outflow. The staff aspirated/flushed the catheter so that the urine could flow through. No medical intervention was required.